Event description:
The following is based on medical records provided by the patient: (B)(6) 2013 - patient underwent repair of a left inguinal hernia laparoscopically, using a bard/davol 3dmax mesh as well as an open primary repair of a small umbilical hernia. (B)(6) 2014 - patient presented with complaints of severe tenderness and pain that radiates around his back and down the leg, which was present prior to implant. He was advised not to perform strenuous activity or lift greater than 151 lbs. The exam reveals the incision is clean and dry with no signs of infection, erythema or drainage. (B)(6) 2014 - patient presented with complaints of groin pain involving his back and believes he is "rejecting" the mesh implant. The md notes the pain appears to be the result of 3 trapped nerves in which a nerve block treatment was recommended. Md notes that if the conservative treatment options do not provide relief from the pain, the patient may have to have the nerves removed.

Manufacturer narrative:
Based on information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's reported pain. Based on medical record review it appears the patient is seeking treatment for pain of any unknown cause. It appears that the patient had regional pain before and after placement of the bard 3d max mesh. The md suggest the pain is nerve related. The patients clinical course is unclear beyond this time. A review of the manufacturing records for this lot was completed and shows that the lot was manufactured with no anomalies. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.